Event description:
Vessel sealer da vinci malfunctioned during procedure. Da vinci not picking up vessel sealer connection. Da vinci message appeared on the screen stating device malfunction. Another device replaced this non-working one. FDA safety report ID# (B)(4).